Event description:
The reporter stated that the "IV tubing 3-way connectors and the IV tubing were noted to have blood backed up from the central access into the connectors and IV tubing. Heparin, fentanyl, and insulin gtts was infusing through the line. The product snapped at the connection...product broke in the middle. Vasopressors were running into the bed. The patient experienced a hypotensive episode."

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed the investigation into this issue. A follow up report will be submitted as soon as the investigation is completed.